Event description:
A female pt reports she had a lippes loop double s intrauterine device inserted in 1992. State she experienced severe pain and bleeding for the month the device was in place. States she had to go to the ER because she "hemorrhaged" and the device then removed. States she had heavy and irregular bleeding for one year. Pt did not provide info for f/u.